Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the device history records review of ref 909713 lot 215905 did not reveal any anomaly that could explain the reported event. The complaint was not verified by the valve investigation. The returned valve was found within pressure/flow specifications and the exact cause of the reported issue could not be determined. Early valve obstructions/overdrainage are known complications of valve therapy, as stated in the product instructions for use. Ventricular catheter was not investigated as it was not returned. No further investigation nor corrective action is deemed required.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An integra account manager received a voicemail on 21sept2020 that there was an issue with the 909713 osvii, connector w/o antechamber. The device was implanted to an (B)(6) year old patient on (B)(6) 2020. During this procedure (unspecified), the previous shunt was removed (not documented) and a holter rickham reservoir was implanted along with the 909713 osvii valve. On (B)(6) 2020, there was a further procedure done as it was found that there were issues with the valve. It was explanted and a medtronic fixed pressure valve (product code 42414) and another holter rickham reservoir was inserted. Patient's condition is now deemed satisfactory. It was also reported that they have subsequently found that the child's cerebrospinal fluid had a very high protein level which is almost certainly the cause for failure of the shunt valve.